Event description:
Additional information was received from patient. They reported they continue to see the 1707 error code. Patient did confirm they had tried resetting the recharger multiple times. Patient is feeling extremely frustrated with the charging process as this time and has scheduled an appointment with their healthcare professional (hcp) for the 19th. Patient states they mainly wanted to call medtronic to prove to the hcp they've already tried calling the manufacturer. Patient states the hcp did mention attempting to do an x-ray. Patient confirmed that they were able to get their implant to 100% charged on the call. At this point, it was recommended patient continue to get in person education and work with hcp on next steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported difficulty trying to find and maintain a good connection when recharging their implant. This had been going on since 'about two weeks after implant date'. They sometimes spent 45 minutes finding and maintaining a connection and they said that it loses connection even when they don't move at all. Patient services reviewed information. During the call, the patient had a good connection and didn't want to move it. They were going to monitor and adjust as directed. The patient was going to call back if the issue recurred. There were no patient complications reported as a result of this event. Additional information was received from the patient. They reported that the patient services had been very helpful and that they had been told to hold the recharger nearer the bottom of the unit, which seemed to help. They reported that issue had been resolved. Additional information was received from the patient. They reported that it takes them about 45 minutes to start a recharging session because their re charger will connect and say charging with excellent quality but then the connection will drop to search for the device again. The patient said they aren¿t moving or anything and the connection keeps dropping and reconnecting several times. The patient reported a 1707 error. The patient was transferred to repair. On an additional call on 2020-11-09 the patient reported that they received the replacement recharger last saturday. The patient was able to pair and get excellent recharging. It would connect and then go to searching and then connect. The patient said they were not getting symptom relief. The patient mentioned they had a sling implanted prior. The patient was going to continue charging to 100%. The patient had an appointment schedule for tuesday and would review not getting symptoms relief and charging issues. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the charging pedal was not communicating or staying connected to the patients ins. The patient had met with the nurse practitioner two times who seemed to be able to establish a connection temporarily and then loses it which was causing charging to take over an hour per week. The patient was going to bring their charging pedal into the office so the healthcare professional can diagnose connectivity issues. Additional information received from the patient today stated they are trying to recharge and it is saying recharger disconnected. The representative had the patient do a hard reset on the recharger and then place the circle on the back of the recharger over the stimulator they reconnected to the recharging application and they had 10% and excellent connection. Patient said that they always had recharging issues. They have a hard time finding the stimulator. Representative asked if they can feel the stimulator and they said they feels something that they thought was the device but told it was scar tissue. Patient thinks the stimulator is deep. They have never been able to feel all four edges of the stimulator. Patient said they can't move or she loose connection. They can't wear the belt it is out of the question. Patient said it has never taken her less then 30 minutes to recharge. Patient said she has an appointment with the nurse practitioner (B)(6) so she will discuss the issues with her. The representative suggested that body position can help. Some times leaning forward or laying on opposite side of device in fetal position helps make the stimulator more superficial. Also suggested finding the center of stimulator and moving the recharger around the stimulator 2-4 cm and leaving it in one place for 30 seconds before moving it again. Additional information was received from the patient. They reported that they continue to have the same recharging issues. Patient also wanted it documented that they saw a 1707 error code on saturday, (B)(6) 2021. Patient states they were able to clear the code and was able to finish recharging the implant, but it took over an hour. Patient states they are feeling very frustrated that they will get a connection but won't even move and will lose the connection. Patient services reviewed possible reasons for code and encouraged patient to bring this to doctors¿ attention. No troubleshooting was done on the call as code has now been cleared and patient was able to finish recharging her implant. Patient just wanted to call and get this reported. Additional information was received from a consumer via a manufacturer representative. It was reported that patient is unable to sustain a connection for charging their implant. They have met with the nurse practitioner multiple times and had the nurse practitioner reposition the device over and over. The rep called on the phone to train triage this scenario and we were unable to establish a sufficient connection via the charger. The patient believes the implant is too deep to establish a connection. The issue was not resolved the time of this report. The patient called tech services repeating above information. They reported that they were unable to charge at all and was getting an orange light on the recharger however said that they keep it on the dock all the time. The patient opened the recharger application and said they received a message that the recharger was low. When asked if the dock is plugged in and the patient check and found out that it became unplugged. The patient plugged in the dock and will recharge the recharger for a few hours then try again.